Event description:
It was reported that the patient received inappropriate shocks. Unacceptable thresholds, oversensing, high right ventricular lead impedance, and a suspected lead fracture were observed. The lead was explanted and no further patient complications were reported as a result of this event.